Manufacturer narrative:
A partial lead with the connector pin measuring 4.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired due to complications of cardiovascular disease.